Event description:
It was reported that during testing conducted at the manufacturer facility, a broken bur was found within the attachment. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
During the device evaluation, it was confirmed that a bur had broken inside the attachment. The bur breaking could potentially have been caused by a number of factors including user applied side loading, bur exposure, running speed as well as attachment and drill conditions. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during testing conducted at the manufacturer facility, a broken bur was found within the attachment. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during testing conducted at the manufacturer facility, a broken bur was found within the attachment. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.